Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted at lead revision. There were no complaints against device function. This implantable transvenous defibrillation lead was explanted when it exhibited pacing impedance measurements greater than 3000 ohms. There were no allegations against lead function. This pacing lead was explanted due to oversensing.